Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The timeframe in which the estimated longevity change was observed has not been specified. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The timeframe in which the estimated longevity change was observed has not been specified. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported. Additional information provided indicates the patient refuses a device replacement procedure in accordance with their physician. It was also asked if the beeping tones were able to be turned off and technical services (ts) confirmed it is not possible to turn off the beeping tones for this device.